Event description:
It was reported that the implantable cardiac monitor (icm) never made contact with the monitor after it was implanted. The device is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.